Manufacturer narrative:
This report is submitted september 21, 2017.

Event description:
Per the clinic, the device was explanted (date not reported) due to a tip-fold over of the electrode array that occurred during initial implantation. The patient was reimplanted with another cochlear device during the same surgery.